Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled ¿an infant case of pyogenic granuloma of the descending colon with anemia due to melena.¿ pyogenic granuloma is an elevated granulomatous lesion that frequently occurs on the skin and mucosa. We experienced an infant case of pyogenic granuloma in the descending colon that was discovered at an opportunity and required surgical treatment. [Type of adverse events/number of patients]. Perforation 1 patient. There is no report of any olympus device malfunction in any procedure described in this study.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.